Event description:
Complainant alleged that during routine testing, although all other functions appear normal, the device display goes blank shortly after successful power-up. There was no pt involvement during the reported malfunction.